Manufacturer narrative:
The service agent has evaluated the device and observed only the charge-pak and attention icons. Physio-control has advised that the device should be removed from service and replaced due to the initially reported failure. It is unknown if the customer will be returning the device to physio-control for evaluation.the cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, charge-pak and service wrench). This is an indication that the device would not have enough power to deliver effective defibrillation therapy. There was no patient use associated with the reported failure.